Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light transmission failure and out of the direction of view, dirt in the objective lens, a bent outer tube, a cracked video connector, and a loose adapter. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the device had a dark image due to a light transmission failure, out of direction of view. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the video telescope was too dark. This occurred during inspection for use. There were no reports of patient harm.